Manufacturer narrative:
The desktop charger with model 37761 and serial# (B)(6) was received for product analysis. Analysis found frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that this is the 8 year anniversary of the implantable neurostimulator (ins) and the recharger is not working. Caller stated that the patient was only able to get about a 50% charge on the smaller unit this morning and they know the patient is kind of marginal with the date where they would be replacing the batteryin his back. Caller was inquiring if they should replace the recharger or make an appointment with the doctor about replacing the implant; agent reviewed information. Agent asked caller if the patient has seen an eri (elective replacement interval) message and caller stated that they have not seen anything unusual come up. Caller also mentioned that the metal port on the top of the recharger pulled out part way and is sticking out almost a quarter of an inch and they cannot get the plug into it anymore. Caller mentioned that they were leaning towards speaking to the doctor and that they plan to make an appointment with dr. Adkins. The patient was redirected to their healthcare provider to further address the issue. Caller called back and mentioned the recharger would only charge 50% and now they weren't able to charge anymore. During the call caller confirmed it was the desktop charger pin that had come out or was not all the way out, but was pulled out a quarter, and the desktop charger would not plug into the recharger anymore. A replacement was sent out. Patient rep denise geschke called back, repeated previously documented information and confirmed receiving the replacement desktop charger. Patient rep mentioned the recharger unit is broken and the top is sticking out of the unit. Agent informed patient rep to check to see if the metal piece is still intact on the previous desktop charger. Agent reviewed with patient rep to remove the metal piece of the desktop recharger then confirm if the replacement desktop charger fits in the recharger. Patient rep will call back if further assistance is needed.